Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. Two photo samples of a 4 fr groshong nxt catheter were provided for evaluation. The first image shows a section of the catheter outside of patient use. A break in the catheter appears to be present; however, the characteristics of the break surface could not be closely inspected from the image. The location of the break in the catheter is could not be determined. The second image shows the catheter entire length of catheter. The catheter is shown to be split into three segments. The break locations in the catheter appear to have a slanted and uneven break surface. Based on the photo samples provided, possible contributing factors include exposure to excessive tensile forces and material fatigue caused by repeated kinking of the catheter. Since the catheter was observed to be fractured into three segments, the complaint is confirmed but the exact cause remains unknown. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the PICC, with 48cm placed internally and another 5 cm exposed externally, was expected to be removed from this patient when her treatment was completed. The catheter was ruptured suddenly when the operator pulled out by 7-8cm. During the removal, no obvious resistance was met. The catheter was removed ultimately through vascular incision at interventional department. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv1196 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC, with 48cm placed internally and another 5 cm exposed externally, was expected to be removed from this patient when her treatment was completed. The catheter was ruptured suddenly when the operator pulled out by 7-8cm. During the removal, no obvious resistance was met. The catheter was removed ultimately through vascular incision at interventional department. No other information was provided.